Event description:
Boston scientific received information that this patient presented in the emergency room for sustained ventricular tachycardia in a vt-1 zone. Upon review, this patient had 48 vt-1 episodes in the past six months. All but four of these episodes converted. The four nonconversion episodes occurred after the antitachycardia pacing scheme was exhausted. The patient felt light headed so he sat down and put his head on the table. The next thing he knew, he was on the floor after receiving the shock that converted him.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.